Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was 263 mg/dl. The device was not making any sound when alarming. The device failed the audio test during the call. The customer advised to adjust the audio volume to 1, press save, and listen for the beep when audio setting were saved. The customer advised that the pump will need to be replaced. The customer advised to revert to backup plan per health care professional instruction. The customer advised to place the pump in storage mode,remove battery, press and hold the back button until the screen turns off. The device will be returned for analysis.